Manufacturer narrative:
Device evaluation: the meter has been returned and evaluated by product analysis on 03/13/2017 with the following findings: the meter powered on with an error 1 code. (B)(6).

Event description:
The meter was returned for investigation. Investigation revealed that the meter was displaying an error message upon power up. This report is made based on results of investigation completed on 03/13/2017.